Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare reported left side rupture, textured to smooth and "any creases." Device has been explanted and replaced.

Event description:
Healthcare reported left side rupture, textured to smooth and "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, anxiety-product/procedure and crease folding of implant was received on (B)(6) 2022, with lot number 1699950. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: no observed openings on the device. Crease folding of implant: creases observed on the shell. Additional observations: wear abrasion observed on the shell. Deformation observed on the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.